Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message in the general care area. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the door not fully latched messages, which were reproduced. The messages were found to be caused by the loose link screws. The screws were replaced.